Event description:
It was reported that a tsb35 was used during a laparoscopic colon procedure. It was reported by the affiliate that the instrument cannot be opened. There was no consequence to the pt.